Manufacturer narrative:
(B)(4). The device history review for the product hemolok xl clips (B)(4)/cart (B)(4)/box, lot number 73c1500226 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: during a laparoscopic appendectomy on a (B)(6)-year-old male patient, clips were used to ligate, but the bosses of the clips were broken during the operation. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4) the customer returned four hem-o-lok clips for investigation. The clips were received with their cartridge. The returned clips were visually examined with and without magnification. Visual examination of the returned clips revealed that the clips appear used. Biological material could be found on all four returned clips. One clip was received with the boss broken off entirely. The broken piece was not returned. One of the returned clips was found to have a small indentation in the clip material on the hook as if the clip was hit against a hard surface. One clip was received undamaged and one clip was received undamaged and still in its cartridge. No signs of mismolding could be found. (B)(4). Functional inspection was performed using the returned, intact clips, and a lab inventory clip applier. The clip received in the cartridge was loaded onto a clip applier and closed on overstressed surgical tubing. The clip functioned with no difficulty. This process was repeated with the intact clip received out of the retainer and the clip with an indentation in the hook. Both clips were able to load into the lab inventory clip applier and would close correctly. No functional issues were found. Other remarks: a corrective action is not required at this time as a probable cause of this complaint could not be determined based upon the condition of the sample received and the information provided. The reported complaint of a broken clip was confirmed based upon the samples received. One clip was received with the boss completely severed. The broken piece was not returned. Microscopic examination showed no evidence of mismolding. The clip appliers associated were not returned. The intact clips were functionally tested using lab inventory clip appliers by closing the clips onto overstressed surgical tubing but the defect could not be recreated. The clips closed with no difficulty. A device history record review was performed on the lot number reported with no evidence to suggest a manufacturing related cause. Therefore, the probable cause of this complaint issue could not be determined based upon the condition of the samples received and the information provided.

Event description:
Alleged event: during a laparoscopic appendectomy on a (B)(6) male patient, clips were used to ligate, but the bosses of the clips were broken during the operation. The patient's condition was reported as fine.